Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded at (B)(4) due to the expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the catheter leak from outer surface of the body was found on the 5th day of implant of catheter.